Event description:
It was further reported that the index target lesion was in the thid obtuse marginal, not the first left posterolateral branch as previously reported. In (B)(6) 2012, the patient developed cardiogenic shock, acute renal failure and respiratory failure. The acute renal failure was treated with renal replacement therapy and cardiogenic shock was treated with catecholamines and invasive ventilation. The patient experienced hemicolectomy due to ischemic colitis with creation of an ileostomy. The patient developed cardiac decompensation with extensive pulmonary edema and consecutive cardiocirculatory arrest which was treated with protracted resuscitation. The patient's primary cause of death was cardiac decompensation.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The patient presented due to unstable angina. The 80% stenosed and 20mm long target lesion was located in the 1st left posterolateral branch with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.5x24mm taxus element stent, resulting in 0% residual stenosis. The patient was discharged seven days later on prasugrel. (B)(6) 2012 - the patient presented with cardiac decompensation and was hospitalized on the same day. The patient was treated with percutaneous transluminal aortic valve replacement. In (B)(6) 2012, the patient passed due to unknown cause.

Manufacturer narrative:
Device is combination product. Patient year of birth: (B)(6). Patient identifier: (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).